Event description:
It was reported that this lead was an attempted implant due to helix mechanism issues. During a left-bundle-area pacing (lbap) permanent pacemaker implantation procedure (for treatment of 2nd degree atrioventricular block), the physician implanted this lead and extended the helix mechanism. However, the pacing impedance increased and eventually lost capture. The physician was unable to retract the helix in order to reposition it. Subsequently, the lead was explanted, and another lead was successfully implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
The complete lead was returned intact to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Therefore, laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problem.

Event description:
It was reported that this lead was an attempted implant due to helix mechanism issues. During a left-bundle-area pacing (lbap) permanent pacemaker implantation procedure (for treatment of 2nd degree atrioventricular block), the physician implanted this lead and extended the helix mechanism. However, the pacing impedance increased and eventually lost capture. The physician was unable to retract the helix in order to reposition it. Subsequently, the lead was explanted, and another lead was successfully implanted in its place. No adverse patient effects were reported. The extracted lead will be returned for analysis.